Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2019 from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported by patient that they were going to have an MRI. Patient states MRI is to check on their back as they had a horrific back issue and that they need the MRI so they can have spinal injection. On 2020-feb-17 additional information was received from the patient: they were unable to have MRI due to device. The MRI was delayed due to needing to have device removed for MRI in (B)(6). The patient stated the device was painful causing them a reduced quality of life. No further complications were reported or anticipated.